Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix was tested and had extended and retracted successfully. However, after placed in the cardiac chamber, 30 rotations were needed to extend the helix; the lead could not be retracted despite several attempts to do so. The lead was therefore pulled out, and time was taken to wait for the torque to release the lead to its original state. The physician pointed out possible structural deterioration as the defect of the lead. The lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.